Event description:
On 05/06/97 when dr injected a carcinostatic, the pt developed fever. In mid may, during another injection of carcinostatic, pt developed another fever. On 05/28/97 a blister developed around port site. The port was removed and two pin holes in port base were noted.

Manufacturer narrative:
Product implicated and returned for eval is plastic port w/attachable 6.6 catheter. Truncated segment of catheter tubing is attached to port stem. Overall length of assembly is 2.2". Distal portion of catheter was not returned with this sample. Distal end of attached catheter tubing appears to have been cut by sharp instrument. This may have been cut by user in order to render contaminated device non-functional. Proximal end of tubing is split and curled around stem shoulder and port base. Cathlock is in place oveer split end of tubing. There is blood residue under lock. There are two black depth marker dots present on exposed portion of catheter, with possible third dot under cath-lock. Blue multi-filament suture is tied through port base perimeter hole to immediate right of stem. There are multiple needle stick marks in port septum. Some dark brown residue is in reservoir visible through septum. Blood residue is seen in seams on bottom side of port shell. Several tiny protrusions, as least 6, are seen in meddle of bottom side of port base. A non-manufacturer infusion set is returned with sample as example of accessory equipment used by customer. It has protective cover over 22ga accessing needle. It appears to be unused. Initial eval and decontamination shows that port leaked from holes in base. Upon further eval, port is accessed and flushed with injection set returned with sample attached to 12cc syringe filled with water. Port lumen is verified to be patent as water exits distal tip of catheter segment. Water also is seen coming from at least 4 of protrusions in base. Port is viewed under 20x magnification. Protrusions appear to be small eruptions in plastic from inside of reservoir. Some of these eruptions have tiny pin holes at their apex. These outward protrusions are typical of needle damage. In some cases needle has been pushed clear through hard plastic leaving open ragged hole, while others show that only tip of needle has perforated reservoir floor. Port leakage is confirmed, and should be recorded as user-related due to evidence of damage resulting from excessive force applied to accessing needles.